Manufacturer narrative:
A review of the transmitter alert history showed sensor replacement alert was first presented to the customer on 10 november 2023, day 141 after insertion. In-house testing of sensor (B)(6) showed that the sensor was chemically underperforming. A review of the in vivo data from dms showed diminished sensor performance as the signal steadily declined and the msp gradually decreased to the threshold value throughout the insertion period. This is indicative of hydrogel oxidation and the system correctly disabled the sensor due to performance failure. B4.date of this report 30 april 2024. G3.date received by the manufacturer? 12 feb 2024. H3. Device evaluated by manufacturer? No. H6.type of investigation updated to 10. H6. Investigation findings updated to 174. H6. Investigation conclusions updated to 4307.

Manufacturer narrative:
This MDR is a result of retrospective review of complaints. The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On november 15, 2023, senseonics was made aware of an incident where user received an early sensor replacement alert resulting in an early sensor removal.